Event description:
It was reported that the pump showed acu (auxiliary control unit) watchdog failure / primary audible alarm post / system failure bgnd (background) testing / rattle inside. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for evaluation. Visual and functional testing were performed. The pump was chipped out on lower left front corner. The event history log (ehl) showed acu watchdog, primary audible alarm post and primary audible alarm bgnd test. Power up process and occlusion tests were performed; the reported problems were not duplicated; there was no physical or any other damage found on interconnect board and speaker. The root cause could not be determined. Action(s) taken to mitigate the reported issue(s): replaced the interconnect board and speaker for preventive measure; performed preventive maintenance and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.